Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule successfully attached to the patient¿s esophagus but did not release from the delivery system. The physician verified the capsule placement endoscopically and confirmed the capsule attached to the esophagus. An audible click was heard indicating that the capsule should have detached, however, it became immediately apparent the capsule did not release from the delivery system as it was withdrawn. The patient had a tear in esophagus down to muscle. Four boston scientific resolution 360 clips were applied to the site of the esophageal tear to close the wound and promote healing. The patient required additional testing that day to ensure that the esophagus was not perforated. Lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
Correction: b5, h6 (fdp, ime - laceration of esophagus, imf endoscopic diagnostic procedure was removed) additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule successfully attached to the patient¿s esophagus but did not release from the delivery system. The physician verified the capsule placement endoscopically and confirmed the capsule attached to the esophagus. An audible click was heard indicating that the capsule should have detached, however, it became immediately apparent the capsule did not release from the delivery system as it was withdrawn. The patient had a tear in esophagus down to muscle. Four non-medtronic endoscopic clips were applied to the site of the esophageal tear to close the wound and promote healing. The patient required endoscopy that day to ensure that the esophagus was not perforated. Lubrication was used to facilitate the placement of the capsule.